Event description:
It was reported that the customer had a button error alarm and an unresponsive keypad on the insulin pump. The customer's blood glucose level was 213 mg/dl. Customer stated that the keys were not responding and that this is the first time this is happening. Customer took a bath this morning and some water splashed from the tub. Customer believes the pump could have gotten wet. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the device. The device had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.